Event description:
It was reported that the user announced a meal between support calls in an attempt to reduce elevated blood glucose and received education that using meal announcements as a corrective action is not recommended due to risk of rapid glucose decline and maladaptive responses. Symptoms included elevated blood glucose. Outcomes included no alarms, no alerts, and no hospitalization. Investigation included troubleshooting and user education regarding proper use of meal announcements and timing relative to prior correction dosing. Investigation of this case revealed user-related technique and use error, with counseling provided to announce the upcoming meal normally after a prior correction and to monitor glucose for rapid drops. It was concluded, based on previously established findings for similar reports, that the cause was user error related to off-label behavioral use of meal announcements rather than a device malfunction.